Event description:
It was reported that a nurse discovered a large amount of blood on a pt's bed who was receiving v.a.c. Therapy. Allegedly, the v.a.c. Dressing seal was broken and the unit did not alarm as it should have.

Manufacturer narrative:
Additional info provided by the risk mgr of the user facility indicates that the pt was receiving v.a.c. Therapy on a wound from an epidural abscess in the lumbar region. She further indicates that the bleeding incident occurred in 2006, at 0100, thirteen hours after the dressing change. It was reported that there was 125 ml of bloody drainage in the canister and a large amount of blood in the bed. The risk mgr also indicated that the pt received a transfusion of one unit of packed red blood cells after the incident. She also indicates that once hemostasis was achieved, v.a.c. Therapy was resumed without further problems; the pt was transferred to a skilled nursing facility for rehabilitation. V.a.c. Therapy labeling states: "precautions should be taken for pts on anticoagulants". It further states: "achieve hemostasis before applying the dressing". According to kci, "without regard to whether the kci product may have caused or contributed to a death or serious injury, any report of death or serious injury due to hemorrhaging of a wound receiving v.a.c. Therapy". Kci quality engineering evaluated the actual device involved in the incident and found upon repeated testing that the leak alarm functioned properly.